Event description:
According to the received information, the patient was injected with rha 4 (unknown quantity) in an unknown area on a unknown date. In a timeframe that is unknown, the injector reported that the patient developed a granulomatous reaction from dental work. Location of symptoms, date of dental work, treatment prescribed and outcome were not provided. A close follow-up will be performed to gather additional information. No further update is available at the time of this report.

Event description:
This case occurred in the united states. According to the received information, the patient was injected with rha 4 (unknown quantity) in an unknown area on a unknown date. In a timeframe that is unknown, the injector reported that the patient developed a granulomatous reaction from dental work. Location of symptoms, date of dental work, treatment prescribed and outcome were not provided. Despite several follow up, no further update was provided.